Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella 5.5 device for mechanical circulatory support. While on support, the automated impella controller (aic) experienced purge disc/flag issues that were resolved by replacing the aic. No patient harm or injury was reported.

Manufacturer narrative:
The investigation for the reported aic - purge disc/flag issues has been completed. The impella device has been returned for evaluation. The issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken. Massive glucose residue was found between the blue retainer and purge unit. The cause of the issue was a broken purge flag. This report is being filed as part of a retrospective review of historical records.